Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0qbqv, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer reported some reprogramming side effects. She had group a and b and when she increased the level to 3.0, she experienced a reaction in which she tends to drift when she walks. Stimulation was increased as the patient could not tell if therapy was working because she experienced slow movements. It was noted that her health care professional told her she could switch between groups and when she switched to group b, her voice was improved but she experience slower movements. She wanted to know which group to use. There was no fall or trauma related to this event. She saw her neurologist 3 weeks prior to report and she had an appointment for (B)(6) 2015. Fading of voice was also reported. There was a sudden change in therapy/ symptoms. The beeping on the patient programmer was turned off by accident. Patient services walked her though how to turn the audio back on. It was beeping again. The patient was indicated for parkinson's dual. No further information was provided. If additional information is received, a follow up report will be sent.